Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that half height drawer 6.1 row c was off the bus. Fse powered off the station and reseated the row board connectors for drawer 6 (1 and 2). The light emitting diode on row c remained off and then reseated the tray connectors and discovered a medication pack foil lying across the connector on row c. After cleaning all trays, the hardware test application was passed, and the customer completed the medication inventory in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 row c had failed and was not recoverable. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.